Event description:
It was reported that the patient had a syncopal event. It was also reported that there was a fracture of the right ventricular [rv] lead. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.